Manufacturer narrative:
The pump was returned to animas and evaluated on 02-nov-2018 with the following findings: the battery compartment was cracked. The pump was able to power on with no power issues observed.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump was losing power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.